Event description:
It was reported the control module was returned for ex upgrade or modification. No further info is available. No reported pt consequence.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: software modified, electrical upgrade performed, mechanical upgrade performed, damaged upper case replaced, fastening material replaced, missing accessories completed and the vso was replaced. After servicing and upgrades, the unit passed all qa functional testing. The device history record has been reviewed via the database. The unit has passed all previous qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.